Manufacturer narrative:
This event occurred on unspecified date in (B)(6) 2018. The device was received for evaluation. A visual inspection was performed which found that the sample was in its original package but opened, and all pieces were present and assembled according to drawing and local specifications. A small white stain similar to solvent was noted. Functional testing was performed by twisting the adapter which revealed, it was not possible. The reported condition was verified. The cause of the condition was due to excess solvent during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the male adapter of a plexitron radiation sterilized extension set would not twist while attempting to make a connection. This was identified during setup/preparation. The user proceeded to use another set. There was no patient involvement. No additional information is available.